Manufacturer narrative:
This issue was previously reported to the FDA by medtronic under medwatch form 3005883396-2017-05076. Additional information has been received, and all further updates for this issue/device will now be completed as a follow-up to this new report number. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that, during a procedure, the console had a false detection issue. It was stating detection when there was no sponge present. An x-ray was performed and it verified that there was no sponge present.

Manufacturer narrative:
Evaluation summary: one radiofrequency ablation console was received and evaluated. The customer reported the console had a false detection issue. The investigation found a blair-port x wand was plugged into the unit. Three scans were performed in the no-tag-present state, and they were allowed to run all the way through (roughly 90 seconds). No errors or false detections occurred. The unit was internally inspected, and it was discovered that there was a snap on ferrite installed on the accessory port cable assembly, and a solid ferrite core installed on the mat cable assembly. Ferrite has been shown to cause interference that could result in false detection. The investigation identified the root cause of the reported event to be the ferrites. The ferrites were removed to address the condition. No patient injury has resulted from this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.